Event description:
It was reported that during a full revision performed due to high impedance/low output current (captured in MFR report # 1644487-2021-00331), fluid was seen in the lead. The explanted lead has not been received for analysis to date. No further relevant information has been received to date.